Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Customer experienced an elevated blood glucose (bg) level. Reportedly, no additional actions were taken to address elevated bg level. A new cartridge was loaded to resolve the issue.

Manufacturer narrative:
B5, h6 medical device problem code 1503- remove.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Customer experienced an elevated blood glucose (bg) level. Bg value was not provided. At the time of the call with tandem technical support the customer had not addressed bg level. A new cartridge was loaded to resolve the issue.